Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy mentrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included stillbirth nos, miscarriage, uterine bleeding and obesity. Previously administered products included for contraception: yasmin from (B)(6) 2014 to (B)(6) 2014. Past adverse reactions to the above products included weight increased with yasmin. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from(B)(6) 2016 to (B)(6) 2016 and mestranol;norethisterone (ortho novum) from (B)(6) 2016 to (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes: mood swings"), fatigue ("fatigue"), bacterial vulvovaginitis ("bacterial vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal") and pain in extremity ("leg pain"). In 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual dysfunction)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2017, the patient experienced migraine ("migraines/migraines / headaches"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), vaginal infection ("vaginal infection") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, naproxen (motrin), naproxen sodium (midol extended relief caplet) and surgery (hysterectomy with salpingectomy (unilateral) on (B)(6) 2017/dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and vaginal haemorrhage was resolving, the dysmenorrhoea, female sexual dysfunction, dyspareunia, alopecia, mood swings, migraine, nausea, weight increased and fatigue had resolved and the vaginal infection, vaginal discharge, bacterial vulvovaginitis, pain in extremity, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pain in extremity, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, bladder/urinary problems, hair loss, hormonal changes, migraines, nausea, weight gain, fatigue right tube 2 visible coils, left tube 3 visible coils. Impression: question kinking of the medial aspects of the outer coils on both sides. There are small tracts of contrast around the coil in the right fallopian tube, at least medially. The right tube may not be completely occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left occlusion only unilateral occlusion (left tube occluded).. Pathology test - on (B)(6) 2017: final diagnosis: 1. Right and left fallopian tubes: segments of fimbriated tubal elements with lumens identified bilaterally. Features consistent with clinical sterilization. 2. Endometrium, curettage: disordered proliferative phase endometrium with focal early secretory phase appearance. Stromal focf suggestive of polyp formation. Ectocervix, endocervical glandular tissue and smooth muscle present. Negative for atypia or malignancy gross description: result: labeled with the patient's name, date of birth and designated bilateral fallopian tubes. Received in formalin are two, fimbriated fallopian tubes that measure 7.5 x 0.8 om and 8.5 x 0.7 cm. No orientation is provided. Pregnancy test urine - on (B)(6) 2016: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received: event hormonal changes pt was updated to mood swings. New events bacterial vaginitis, abnormal bleeding (vaginal, back, leg, abdomen pain added. Treatment, concomitant drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy mentrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual dysfunction)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, female sexual dysfunction, dyspareunia, alopecia, hormone level abnormal, migraine, nausea, weight increased and fatigue had resolved and the vaginal infection and vaginal discharge outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, nausea, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, bladder/urinary problems, hair loss, hormonal changes, migraines, nausea, weight gain, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event injury nos replaced with event menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual dysfunction), vaginal infection, vaginal discharge, hair loss, hormonal changes, migraines, nausea, weight gain and fatigue. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.